Manufacturer narrative:
Qn#(B)(4). A device history review was performed on the epidural catheter with no relevant findings. The customer reported there was gray foreign matter in the catheter. The customer returned one opened epidural catheterization kit. Visual and microscopic examination of the returned kit revealed a snaplock adapter, epidural catheter with a thread assist guide sealed inside of a clear plastic pouch and a flat filter were returned with the opened kit. Microscopic examination of the returned filter revealed the filter is typical with no defects or anomalies. The returned pouch was opened , and the contents were microscopically examined. Microscopic examination did not reveal any gray foreign matter on the sealed components in the pouch. A functional flow test was performed on the representative epidural catheter per amrq-000017, rev. 7; section 7.8. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (leak tester: ref-002902) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the epidural catheter. The flow rate was measured at 9.2ml/min, which is within the specification of 1ml/min. No issues were found with the returned epidural catheter. A corrective action is not required at this time as there were no issues found with the returned sample. The reported complaint the epidural catheter had gray foreign matter could not confirmed during visual examination of the returned epidural catheter. Microscopic examination did not reveal any gray matter on or within the returned catheter. During the functional test, water flowed through the returned epidural catheter with no issues. A device history review was performed on the epidural catheter with no relevant findings. There were no issues found with the returned sample.

Event description:
It was reported that (B)(6)2020 , one catheter was blocked. There is gray foreign matter in another catheter. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, one catheter was blocked. There is gray foreign matter in another catheter. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.